Manufacturer narrative:
Per tandem¿s t:slim user guide: novolog has been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Novolog was tested for up to 72 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles in the tubing. Reportedly, the cartridges are in use for 4 days. The user's blood glucose level was between 126 mg/dl to 173 mg/dl. The user changed the infusions set.